Event description:
It was reported that during a case there was frequent noise on the analyzer, that the marker channels were all over the place and the electrogram (egm) was noisy. A new "pigtail" was tried but did not help. It was also reported that the slave cable into the programmer was not working, that there was lots of noise and a new cable did not help. The programmer and the analyzer were returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is very loose which could cause a noisy signal. Microphone found out of electrical specification. Right antenna found open/electrical discontinuity. Hinge cover bullets are missing. (B)(4) rf (radio frequency) head cable has a slit in it. Rubber portion of the rf head label is missing. (B)(4) analyzer passed functional testing. It is noted that when the analyzer was connected to the systems test using the virtual interactive patient (vip) the signal was noisy during the analyzer session. The loose ECG connector on the programmer could have caused the noisy signal.